Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during biomed testing, the customer identified high output on cut 8. Analysis conclusion: the reported issue of high output was confirmed. Software, which was not calibrated caused the generator to deliver high output on cut 6, cut 8 and coag 6 during high impedance load verification testing. Calibrating the software resolved the issue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During routine testing of the generator, the customer identified high output on cut 8. There was no patient involvement, therefore patient information is not applicable.